Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported urgent care visit for the patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Customer's mother reported that her daughter was experiencing an allergic reaction to the adhesive on the pod. The pod was worn between 4 and 24 hours. She was wearing the pod on her back and the site became red, then purple, itchy and oozing. It then scabbed over. The mother took her daughter to the doctor on (B)(6) 2016 who prescribed triamcinolone acetonide ointment 0.5% usp.